Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the line was leaking where the tubing inserts into the luer end. Second unit reported similar problems with the same lot number. Replaced with new lot and no reported issues. There was no patient injury reported.